Event description:
It was reported that a 5x8 powerflex p3 balloon could not be inserted into the .035 terumo wire from the proximal part of balloon. The physician tried to insert the balloon into the wire several times, but he couldn't. And he found that other p3 balloon was inserted smoothly as he tried to insert to the same wire. In addition, a 7x15mm smart long stent "was a problem with jumping issue for not precise position. Therefore, the physician complained that he should withdraw the stent."

Manufacturer narrative:
It was reported that a .035 terumo wire could not be inserted into a powerflex p3 balloon from the proximal end of the balloon. The physician tried to insert the wire into the balloon several times without success. He was able to insert the wire into a different p3 balloon catheter. In addition, a smart stent 'was a problem with jumping issue for not precise position. Therefore, the physician withdrew the stent. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non-sterile smart 120/150, vascular - 7x150 was received coiled inside a plastic bag. Unit was partially deployed (1.2cm). A kink was observed at 104cm from ID band. Outer member hub was separated in two parts, tool marks were observed in the hub. No other discrepancies were found. The outer length was measured and found within specification. During microscopic analysis tool marks were observed in the hub. Flushing process is a deployment test step; this process could not be performed due to condition of the unit; however the subsequent steps were performed without anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The conditions of 'kink and hub separated" was not conclusively determined. During manufacturing process there are controls to detect these kinds of damages. The failure reported by the customer could not be confirmed since no anomalies were found during dimensional and functional analyses. The cause of the failure could not be conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used. The returned device exhibited unusual tool marks on the separated outer sheath hub. This also may have been the cause of the stent partially deploying. However, no additional information has been received from the account that may clarify the issue. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the previous report should have included the statement "upon receipt of the device, the smart control stent was protruding by 1.5cm." Additional information is pending and will be submitted within 30 days upon receipt.